Manufacturer narrative:
(B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that the power module device did not work. During the pre-repair diagnostics assessment, it was determined that the device malfunctioned and was damaged ¿autoclaving¿. It was further determined that the device failed for general condition and lever, check for externally cleanness and foils of liquid damage, information button and self-test, saw- test, check indicator - liquid damage, function test and for charging and checking of power module in charger. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.